Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose of 3 mg/dl. Customer's blood glucose level was 8.7 mg/dl. Customer treated for low blood glucose with food. Customer also reported that the insulin pump had non delivery alarm. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Troubleshooting was declined for low blood glucose. Insulin pump will not be returned for analysis.